Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "knife was blunt" (dull). A surgeon reported when he was trying to make the first incision during surgery, he noticed that the knife was blunt. The knife was exchanged for a new one and the procedure was completed. There was a delay of approx two minutes. No pt harm was reported.

Manufacturer narrative:
A sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).